Event description:
It has been reported to philips that the suite pc failed - system switched off. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc failed - system switched off. Upon further troubleshooting action, fse found that suite pc was defective. The fse installed new sdd and loaded site software 2.2 but issue still occurred after that fse identified that intermittent failure due to pdu. The fse replaced the pdu control module. After replacement of the ssd and pdu control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.